Event description:
It was reported that the ICD (implantable cardiac defibrillator) was implanted after the package expiration date of 03/28/2010. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.